Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the aic issue was contamination. There was an electrolyte leakage from the supercapacitor which caused damage to the pbm serial connection. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had an automated impella controller (aic) with controller error/alarms. The aic was replaced. No patient was involved.